Event description:
As reported by the end user in the netherlands, during a diagnostic coronary angiogram procedure, the physician manipulated the incorrect handle on the manifold of the fluid management system. Instead of aspirating contrast, the physician aspirated air into the contrast control syringe and injected that air into the patient causing a cva. The physician administered nitro and adrenaline. The patient is stable and is currently recovering. The physician noted after the event that the contrast spike is normally attached to the manifold port closest to the control syringe. On this kit, the spike was attached to the middle port of the manifold.

Manufacturer narrative:
Received two unopened and unused convenience kits for evaluation. A visual review of the returned devices noted that the 72" fluid delivery set was attached to the center port of the manifold of both kits. Per the specifications, this device should be attached to the port closest to the female end port. The complaint is confirmed for attached incorrectly. The most probable root cause for this incident is that the employees associated with assembly of this product did not follow the proper work instructions. All employees involved were made aware of this issue and all the appropriate assembly procedures have been reviewed with them. In addition, it appears that the physician did not fully examine and debubble the device prior to the injection as the directions for use indicates. The dfu, which is supplied with the part number, contains the following statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connection should be finger tightened. Over tightening can cause cracks and leaks to occur." Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the april 2009 complaint report noted no adverse trends for the reported product family and the reported failure mode.